Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt passed all continuity checks. Its tactile motor operated properly. The cardiac signal in both channels was flat line. Upon further inspection, it was found that there was a short circuit in one of the cables going to ECG c. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unk. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A lifecor pt service rep (psr) called customer support stating that she was unable to obtain a baseline for a male pt. The monitor displayed a flat line on both channels. Support advised here to switch out the electrode belt. The new belt worked correctly.